Manufacturer narrative:
Upon review of the x-rays provided, the migration of the two t1 screws is confirmed. The fact that both of the screws migrated simultaneously suggests the plate locking mechanism was damaged, or over-rotated. There are no plans to revise at this time as the patient remains asymptomatic. The surgeon will continue to monitor the patient for any indications prompting surgical intervention. Review of labeling: possible adverse events: bending, disassembly or fracture of implant and components loosening of spinal fixation implants may occur due to inadequate initial fixation, latent infection, and/or premature loading, possibly resulting in bone erosion, migration, or pain.

Event description:
The patient underwent 3-level spinal surgery consisting of seaspine's cabo anterior cervical plate system from c5-t1; the index surgery date is unknown. Seaspine was made aware on 14 sep 2020, that two screws migrated postoperatively at the t1 level.